Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. However, investigation is in progress, once completed a supplemental will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. "Biosense webster manufacturer's reference number (B)(4) has two reports: (1) this report for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter) (2) MFR # 2029046-2021-01861 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small).

Event description:
It was reported that a male patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. After the septal puncture, cardiac tamponade occurred because it was considered that the septal side was accidentally attached when carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a thermocool® smart touch® sf bi-directional navigation catheter were inserted from right atrium (ra) into the left atrium (la). Blood pressure did not decrease very much, but pericardial effusion was confirmed by echocardiography, and drainage was performed. After one hour, the bleeding stopped, and the patient returned to the ward. The patient was discontinued. Drainage and transfusion were performed, and hemostasis was achieved, and the procedure was completed. The causality with the product is unknown. The physician commented that it was thought to have occurred at the transition from right defecation to left atrium, but there was no comment about the effect of the product. The physician¿s opinion on the cause of this adverse event is that it was procedure related. It was thought to have occurred at the transition from the right atrium to the left atrium, but it¿s causal relationship to bwi products was unknown. The event occurred during the transseptal phase. Drainage and transfusion were performed as intervention. Patient¿s outcome from the adverse event was reported as improved. It was not reported extended hospitalization was required. A smartablate generator was used during the procedure. A transseptal puncture was performed but product information was unknown. Prior to noting the cardiac tamponade (CT) ablation was not performed. There was no evidence of steam pop. It was not reported that inappropriate use was conducted without IFU. Additional information received indicated drainage and blood transfusion were performed, hemostasis was achieved, and the treatment was completed. The patient is now recovering.

Manufacturer narrative:
After the septal puncture, cardiac tamponade occurred because it was considered that the septal side was accidentally attached when carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a thermocool® smart touch® sf bi-directional navigation catheter were inserted from right atrium (ra) into the left atrium (la). Blood pressure did not decrease very much, but pericardial effusion was confirmed by echocardiography, and drainage was performed. After one hour, the bleeding stopped, and the patient returned to the ward. Drainage and transfusion were performed, and hemostasis was achieved, and the procedure was completed. The physician¿s opinion on the cause of this adverse event is that it was procedure related. It was thought to have occurred at the transition from the right atrium to the left atrium, but it¿s causal relationship to bwi products was unknown. Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). The manufacturing record evaluation performed for the finished device with lot number 30593264l identified no internal actions related to the reported complaint condition. Upon completion of mre, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. Still no device has been received for analysis as the device was discarded, therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).